Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient had ins removed but has abandoned lead still implanted. Caller stated ins was removed because patient "didn't like having it" and didn't like that they couldn't do anything with having to charge 4 hours at a time. Caller stated ins was removed sometime in 2020 but didn't have specifics. Troubleshooting was not required. The issue was not resolved through troubleshooting. Caller stated that implanting hcp left suddenly so patient had to wait to have system removed which is why it was removed just last year. Therefore, caller didn't know if patient had a managing hcp or not.